Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that approx two months post ivc filter implant, the pt presented with severe chest pain. Reportedly, an angiogram was performed and demonstrated that one of the filter arms had detached and moved to the wall of the right ventricle, just below the tricuspid valve. The following day, the filter was retrieved without incident. To date, there have been no attempts to retrieve the detached limb from the heart. Current pt status is unk.